Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-feb-16 (B)(4) (con): information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated their doctor left a wire sticking out of their back after having the device implanted. Patient said they had to have everything removed. Agent asked event date, patient responded saying last year they went to a wound specialist and they took a picture of the wires and showed the patient. Patient then said they had the device and wires removed last year but couldn't remember when. Patient wanted to know what to do now. Agent asked patient to clarify their question and patient said they went back to the doctor and they gave the patient a cortisone shot, but that didn't work as they'd try to do something and would be in terrible pain. Patient said they went back to the doctor today, and doctor suggested the patient take more gabapentin, but patient can't take anymore of that. Patient then said if they go to the ER, the ER suggested taking hydrocodone, but patient didn't like hydrocodone because it kept them from going to the bathroom. Patient said the ER just tells them to go to their doctor and the doctor can't do anything more for them. Agent reviewed role of ps and the patient was redirected to their healthcare provider to further address the issue. Agent documented information given during the call. When asked doctor that removed the device, patient didn't know, but said it was different than who put the device in. Agent sent update to prs regarding having devices removed.